Event description:
Caller reported blood glucose result of 240 mg/dl, 178 mg/dl, and 120 mg/dl on the compact plus system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.